Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The clutch was halfway disengaged and this caused the motors to be disconnected from the drive chains and wheels. Therefore the weight of the system was being pushed manually rather than being assisted by the motors. The system was difficult to drive but the clutch was halfway disengaged. This caused the motor to freely spin and since the clutch was disengaged, this meant that the motors where spinning but the clutch was not engaged and therefore the system was difficult to move. When the clutch is disengaged the weight of the system has to be pushed manually without any assistance from the motors. System functions checked and were okay.) The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the drive handle sensors was too sensitive. The system accelerates too fast when moving forward. The next step was for the handle sensors to be adjusted/replaced. No patient was present at the time of the event.